Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported a device was being returned after being explanted due to an infection. It was noted that the lead was not removed at the time that the generator was explanted. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No additional relevant information has been received to date.